Event description:
Customer called lfs alleging that their meter was prompting the "error 1" message repeatedly. Pt reported having jittery and blurry vision symptoms. After several "error 1" messages pt was able to obtain a blood glucose result of "384 mg/dl". It is unclear if the customer was applying blood to the wrong side of the test strip, not applying enough blood or the test strip was inserted more than 2 minutes after applying the blood. The error 1 could have been displayed due to very high blood glucose levels. Pt reported dosing self with insulin accordingly. After taking insulin based on the meter result pt had passed out. A family member had tested the pt's blood glucose, while unconscious, with an unidentified meter and had obtained a "low" blood glucose result. Pt was taken to the ER, where they had treated them with "IV glucose" based on a blood glucose result of "17 mg/dl". Device from the ER was unk. While troubleshooting the meter, the ccr noted that the meter was prompting the "error 2" message, which could have been caused by not enough blood applied to the test strip or the test not resolved. Lfs was unable to reach customer successfully after two attempts. Mailed letter. No further info was provided.